Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 0185, competitor lead, implant: (B)(6) 2004; model: 4469, competitor lead, implant: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) sooner than anticipated. The device was removed and replaced. No patient complications have been reported as a result of this event.